Event description:
During a mandible reconstruction surgery a plate cutter broke while cutting a 28mm angled recon plate. The surgeon used a different plate cutter and the surgery was concluded favorably. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device was returned and a manufacturing evaluation was performed. The returned device had the complete upper part of the shortcut plate broke off, the broken part is available. There are visible nicks and wear on the cutting edges; hence the cutting blades are blunt. This condition led to the application of excessive force during the cutting procedure and finally caused the breakage. The fracture surface is homogenous what indicates material conformity. The DHR review shows that the correct material and manufacturing procedures were used. No manufacturing related fault could be detected.